Manufacturer narrative:
The device was returned for analysis. The reported difficult to open or close clip jumping could not be replicated in a testing environment due to the returned condition of the device (clip was detached). The reported image resolution poor and noise could not be replicated in a testing environment as it was related to procedural (operational) circumstances. The reported difficult to remove clip delivery system (cds) from steerable guide catheter (sgc) could not be confirmed. Furthermore, the return device analysis confirmed material separation (clip). In addition, the reported image resolution poor and difficult to remove from anatomy during used could not be replicated in a testing environment due to that is was patient related or operational circumstances. Additionally, return device analysis observed deformed harness. The threaded stud was observed to be broken and scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, observed break and scratched threaded stud appear to be due to user technique. Furthermore, reported noise, clip jumping, material separation are cascading events of treaded stud break. The broken pieces of the threaded stud were submitted for scanning electron microscope lab (sem) analysis to investigate the failure mode of the broken part. From this analysis it appears that the threaded stud fractured in the threaded area by torsional shear in a counterclockwise direction. A cause for the reported difficult to remove cds/sgc and poor image cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.h6: device code -1212 removed.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removal of the mitraclip delivery system. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The steerable guide catheter (sgc) was inserted and the cds was advanced. Prior to straddling the devices, there was difficulty visualizing the cds in the atrium. Therefore, the decision was made to retract the cds through the sgc and figure out the trajectory. When the clip was retracted up against the sgc soft tip, a noise was heard, the clip jumped open to 30-40 degrees and the clip separated from the mandrel. The clip could not be retracted through the sgc. No damage was noted to the sgc soft tip. No clips were implanted, mr remained at 4. Mitral valve replacement was performed, and the devices were surgically removed. The patient remained stable and was in intensive care. No additional information was provided.